Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of 400 mg/dl with ketones. Reportedly, the customer was unable to remember the ketone level. To address bg level, the customer delivered a correction bolus with the pump. Tandem technical support was unable to identify and alerts or alarms in the pump history that would have stopped insulin delivery. Recommendation was made to consult with health care provider regarding diabetes management.